Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead showed a blanked atrial sensing marker after each atrial pace. The atrial output is programmed to auto, and the ra automatic threshold test has been unsuccessful for the last four days leading to being in suspension. In the past the ra lead threshold was stable and it became less successful recently. It appears that the additional energy is sensed but appropriately blanked. It was recommended to assess the ra lead that remains in service at this time. No adverse patient effects were reported.